Manufacturer narrative:
Efforts to obtain additional information from accredo health group, inc. Are ongoing. Any new information relevant to the event will be provided in a follow-up report. Patients are furnished with a backup remunitypro system to ensure uninterrupted drug delivery; however, based on the information available, it is unknown if the patient was able to switch to their backup system at the time of the event. It was reported that the patient expired while in the hospital. The specific cause of death has not been provided. Based on the information available for assessment, a relationship between the remunitypro pump and the patient's expiration cannot be determined. At this time, no components or additional information have been made available to millyard advanced medical products, llc for further investigation.

Event description:
An initial event notification was received by united therapeutics drug safety on 06-mar-2026 from (B)(6), inc., and forwarded to millyard advanced medical products, llc on 07-mar-2026. It was reported that the patient presented to the emergency room due to communication issues between their remunity pro pump and remote and their pump being idle. It was later reported that while in the hospital, the patient expired on (B)(6) 2026. No information regarding the specific cause of death was provided.